Manufacturer narrative:
RMA 859508439-l has been issued for the return of this device. The bed model is solo and the serial number is (B)(4). It is unknown if the consumer or someone else was using the pendent at the time the bed dropped. The age and condition of the bed is unknown. The age and condition of the pendent is unknown. Invacare provides users manuals for all of their devices. It is unknown if the consumer has fully read and understands the user manual. The age, weight and height of the consumer is unknown. The medical condition and medication regimen of the consumer are unknown. It is unknown if there was additional loading on the bed at the time of the incident. The maintenance history of the bed and pendant are unknown. If the device is returned an investigation will follow. Root cause will be determined at that time.

Event description:
The facility states they pushed the pendant to raise the bed all the way up and while the bed was moving, it allegedly suddenly dropped to the floor. No injury is alleged. The maintenance team allege the motor "gave way".